Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment. The root cause was determined to be that several cable connectors were not fitted straight in their socket in the ip board. In consequence the ip board was replaced (preventative). There was no patient or user harm.

Event description:
A local staff member was scheduled to inspect this c6 today. When he turned on the power, the progress bar was at about 30%, the alarm kept going off, "startup stopped" appeared in the lower right corner of the screen, and the c6 froze. He pressed the power button for 10 seconds to force the c6 to shut down. After a short wait, he turned the power on again, and the setting language returned to english, the spo2 was initially set to masimo, and te249010 was displayed.